Manufacturer narrative:
Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed an electrical reset.